Event description:
Pt receiving natrecor via IV pump at 7.5cc/hr. Volume to be infused 220cc. New bag hung and found to be empty after 1/2 hr. Settings were o.k. - alarms did not sound. Bp dropped. Pt required IV n/s and albumin 5%.